Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and failed due to the battery capacity only being 1%. A receiver boot test was performed and passed. Functional tests were performed and the battery test failed. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding screen error related to the complaint. The allegation was confirmed. The probable cause was determined to be defective battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).